Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 7.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the returned device revealed that the embolization coil winds were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely prevented the smart coil from being advanced into the microcatheter during the procedure. Further evaluation of the returned device revealed that the pusher assembly was kinked. This kink likely occurred due to forceful advancement against resistance during the procedure. The smart coil was attempted to be advanced through a demonstration microcatheter. While advancing the smart coil through the demonstration microcatheter; resistance was encountered as the coil was advanced pass the hub of the microcatheter and the smart coil could not be advanced any further. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. The physician was then unable to advance a smart coil into the microcatheter, and therefore the smart coil was removed. The procedure was then completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.